Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was implanted to treat an adenocarcinoma tumor in the neck of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The tumor size was determined to be 2.4 cm using endoscopic ultrasound fine needle aspiration (eus fna), and a diagnosis of stage iia-t3-n0m0 adenocarcinoma was obtained using endoscopic ultrasound (eus) and computed tomography (CT). A baseline assessment of biliary obstructive symptoms was conducted and identified the following symptoms: dark urine, pale stools, and jaundice. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation were planned for this patient. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. A biliary sphincterotomy was performed during the procedure, and the 10mm x 60mm wallflex biliary rx uncovered stent was reported to have been placed in a satisfactory manner. The patient underwent follow-up visits on (B)(6) 2015, (B)(6) 2016. On (B)(6) 2016, the patient presented with liver abscess that was deemed to be related to the study stent, chemotherapy and radiation therapy. The patient was hospitalized on (B)(6) 2016. Reportedly, the patient recovered and was discharged on (B)(6) 2016. On (B)(6) 2016, the subject again presented with liver abscess that was deemed to be related to the study stent. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2016. This event was reported to be resolving. Additional information received on march 23, 2016: the patient was hospitalized again on (B)(6) 2016 due to a second liver abscess. The patient was already on antibiotics with an elevated white blood cell count that required an antibiotic change. Ertapenem was discontinued and the patient was started on IV zosyn and IV vancomycin. In addition to the medication, the liver abscess was drained by interventional radiology using ultrasound guided drainage. The patient was discharged on (B)(6) 2016 and is recovering. Additional information received on april 29, 2016: during the hospitalization for the first liver abscess from (B)(6) 2016, the patient was given IV ceftriaxzone and IV metronidazole. The patient was switch to ertapenum at discharge. Additional information received on june 29, 2016 and july 18, 2016: the event of liver abscess that occurred on (B)(6) 2016, was considered to be severe. The second abscess was considered severe because the subject had significant anemia related to pancreatic cancer and increased pelvic fluid differing from the first hospitalization for liver abscess on (B)(6) 2016. The (B)(6) 2016 event of liver abscess was related to the study stent only. Whereas, the (B)(6) 2016 event of liver abscess was related to the study stent, chemo, and radiation because that event was closer to the end date of the subject's chemo and radiation treatment. The hospitalization for the second event of liver abscess was shorter in duration likely because the patient was already on antibiotics therapy from the first hospitalization. On (B)(6) 2016, the stent was noted to be occluded due to tissue ingrowth and the patient experienced severe cholangitis which required medication and hospitalization. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) which failed due to duodenal obstruction. On (B)(6) 2016, the patient underwent another biliary reintervention and a wallflex biliary fully covered stent (10mm x 60mm) was implanted within or through the wallflex biliary rx uncovered study stent. The patient was hospitalized from (B)(6) 2016 until the cholangitis was resolved and the patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Additional information received on march 23, 2016.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx uncovered stent was implanted to treat an adenocarcinoma tumor in the neck of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. The tumor size was determined to be 2.4 cm using endoscopic ultrasound fine needle aspiration (eus fna), and a diagnosis of stage iia-t3-n0m0 adenocarcinoma was obtained using endoscopic ultrasound (eus) and computed tomography (CT). A baseline assessment of biliary obstructive symptoms was conducted and identified the following symptoms: dark urine, pale stools, and jaundice. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation were planned for this patient. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. A biliary sphincterotomy was performed during the procedure, and the 10mm x 60mm wallflex biliary rx uncovered stent was reported to have been placed in a satisfactory manner. The patient underwent follow-up visits on (B)(6) 2015, (B)(6) 2016. On (B)(6) 2016, the patient presented with liver abscess that was deemed to be related to the study stent, chemotherapy and radiation therapy. The patient was hospitalized on (B)(6) 2016. Reportedly, the patient recovered and was discharged on (B)(6) 2016. On (B)(6) 2016, the subject again presented with liver abscess that was deemed to be related to the study stent. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2016. This event was reported to be resolving. Additional information received on march 23, 2016: the patient was hospitalized again on (B)(6) 2016 due to a second liver abscess. The patient was already on antibiotics with an elevated white blood cell count that required an antibiotic change. Ertapenem was discontinued and the patient was started on IV zosyn and IV vancomycin. In addition to the medication, the liver abscess was drained by interventional radiology using ultrasound guided drainage. The patient was discharged on (B)(6) 2016 and is recovering.

Manufacturer narrative:
(B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was implanted to treat an adenocarcinoma tumor in the neck of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of (B)(6). The tumor size was determined to be 2.4 cm using endoscopic ultrasound fine needle aspiration (eus fna), and a diagnosis of stage iia-t3-n0m0 adenocarcinoma was obtained using endoscopic ultrasound (eus) and computed tomography (CT). A baseline assessment of biliary obstructive symptoms was conducted and identified the following symptoms: dark urine, pale stools, and jaundice. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation were planned for this patient. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. A biliary sphincterotomy was performed during the procedure, and the 10mm x 60mm wallflex biliary rx uncovered stent was reported to have been placed in a satisfactory manner. The patient underwent follow-up visits on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2016. On (B)(6) 2016, the patient presented with liver abscess that was deemed to be related to the study stent, chemotherapy and radiation therapy. The patient was hospitalized on (B)(6) 2016. Reportedly, the patient recovered and was discharged on (B)(6) 2016. On (B)(6) 2016, the subject again presented with liver abscess that was deemed to be related to the study stent. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2016. This event was reported to be resolving.

Event description:
It was reported to boston scientific corporation on february 27, 2016 that a wallflex¿ biliary rx uncovered stent was implanted to treat an adenocarcinoma tumor in the neck of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. The tumor size was determined to be 2.4 cm using endoscopic ultrasound fine needle aspiration (eus fna), and a diagnosis of stage iia-t3-n0m0 adenocarcinoma was obtained using endoscopic ultrasound (eus) and computed tomography (CT). A baseline assessment of biliary obstructive symptoms was conducted and identified the following symptoms: dark urine, pale stools, and jaundice. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy and radiation were planned for this patient. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. A biliary sphincterotomy was performed during the procedure, and the 10mm x 60mm wallflex¿ biliary rx uncovered stent was reported to have been placed in a satisfactory manner. The patient underwent follow-up visits on (B)(6) 2016. On (B)(6) 2016, the patient presented with liver abscess that was deemed to be related to the study stent, chemotherapy and radiation therapy. The patient was hospitalized on (B)(6) 2016. Reportedly, the patient recovered and was discharged on (B)(6) 2016. On (B)(6) 2016, the subject again presented with liver abscess that was deemed to be related to the study stent. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2016. This event was reported to be resolving. Additional information received on march 23, 2016: the patient was hospitalized again on (B)(6) 2016 due to a second liver abscess. The patient was already on antibiotics with an elevated white blood cell count that required an antibiotic change. Ertapenem was discontinued and the patient was started on IV zosyn and IV vancomycin. In addition to the medication, the liver abscess was drained by interventional radiology using ultrasound guided drainage. The patient was discharged on (B)(6) 2016 and is recovering. Additional information received on april 29, 2016: during the hospitalization for the first liver abscess from (B)(6) 2016, the patient was given IV ceftriaxzone and IV metronidazole. The patient was switch to ertapenum at discharge.